Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es went offline and could not be powered on. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was off and inspecting the pyxibus drawer cable and finding no damage. A field service engineer (fse) replaced the power supply, and the system powered up without issues. All drawers were inventoried to test for power issues, and the pyxibus drawer cable was thoroughly inspected again with no issues found. The system functioned as intended after the field service engineer repaired the device.